Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving fentanyl and morphine (dose sand concentrations unknown). The indications for use included non-malignant pain and lumbar radiculopathy. The patient had a severe bladder infection which caused him severe pain which started around the beginning of the year (2016-2017). It was noted that the hospital would not give the patient any medication for this because of the pump. It was reported that in (B)(6) 2017 (first it was reported that the issues started about 3 days ago, relative to the date of report, then it was stated that it started last night), the patient experienced shocking. The onset was considered sudden. It was noted that the patient got a hard shocking like a volt to the spine, and could feel it throughout his whole body. The patient's hand reportedly flew across the desk totally uncontrollable, then his eyes would blink and everything would go black like he was dead, then he would come back. It was specified that the patient did not know if it was related to the pump or related to the low pump level. It was confirmed that the patient had no falls or trauma. It was further noted that the patient's pump was to start alarming on (B)(6) 2017, and then the patient would have 3.5 days before he would start going through withdrawals. The patient reportedly called the healthcare provider (hcp) to see if they would fill his pump on (B)(6) 2017, but the clinic told him they destroyed his medication. It was noted that the hcp would not see the patient, and no doctor would touch him. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jan-10. It was reported that on 2017 (B)(6), the patient became to sleepy due to a lack of sleep and was run off the road, so he cancelled his hcp appointment. The patient reportedly got a call the next day from a new hcp office manager who told the patient he owed money for the missed appointment, and that the morphine was thrown away. About 1.5-2 weeks ago (relative to 2018 (B)(6)), the pump was dry/alarming. It was specified that the pump went totally dry, and the patient sat in a chair and rocked back and forth going through massive detox. The patient's hcp reportedly sent a referral for the patient to see a new hcp for next steps. The patient wanted to have the pump removed and examined, and if that couldn't get sorted, the patient would fly to costa rica to have it explanted. It was confirmed that the patient had an appointment with an hcp on 2018 (B)(6) to see if she would explant the pump. Additional information was received from a consumer on 2018 (B)(6). It was reported that regarding the circumstances that led to the reported shocking, there were no changes and no more shocks. A "restful sleep with no hell inside me. I killed it." Was reported. It was noted that someone sold the patient's morphine or said they threw it away, but the patient had beat this and won. The steps taken to resolve the shocking were noted to be nothing at all. It was noted that "life sucks with this thing." Per the patient, he was going to take care of the thing himself. It was further noted that not a drop of morphine or fentanyl were in the patient's body with no oxy either, and the shocks were the patient's past. Per the patient, he was no longer the manufacturer's experiment. Regarding whether the shocking was resolved, it was noted that the patient controlled his own body now. The patient was free of thought and felt alive again. Additional information was received from a consumer on 2018 (B)(6). It was reported that the patient owned this, and the pump had no magnet shielding. It was further noted that it was out of warranty and the patient was going to san jose, costa rica to have the empty pump out of his body.